Event description:
The manufacturer received information alleging an evergo oxygen concentrator failed to alarm for low oxygen concentration and resulted in low blood oxygen saturation for the patient who was using the device. It is unknown at this time if the patient required medical intervention. The device has not been returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.